Event description:
It was reported the patient experienced pain at the ipg site. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was repositioned. The pocket site was also relocated. Reportedly, the issue is resolved.